Event description:
Note: this report pertains to the spyscope ds catheter and spyglass ds digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds catheter and spyglass ds digital controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2021. During the procedure, the spyglass ds controller stopped working in the middle of the case and would not turned on. The controller was rebooted and unplugged the spyscope catheter and reinserted back into the controller and the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.